Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the zip ties for the manifold were leaking/replaced. Additional malfunctions include the cabinet filter was missing/replaced.